Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. Cylinder had a leak in the cylinder body due to interaction with a sharp instrument, tool damage and explant damage. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that due to a couple tears in the cylinders that occurred during implant, the patient had his original inflatable penile prosthesis (ipp) 18 cm lgx attempted but aborted. A 18 cm cx was implanted instead. It was explained that the physician had difficulty dilating the corporal bodies. Once the left cylinder was placed the physician had difficulty passing the furlow on the patients right side. Due to this he pulled the furlow back out and used the metz scissors to reopen the passage for the cylinder, and then passed the brooks dilators and was able to get the cylinder in on the patients right side. After implant they did a test of the cylinders by hooking it up to a full 60 cc syringe, and the implant did not fully inflate with using the full 60 vcs from the syringe. The sales representative noticed blood in the tubing from cylinder to the pump on the left cylinder that was caused by the surgical incision. They also tried at this time to deflate the cylinders but no fluid came back out of the cylinders. The physician removed both cylinders and I noticed a couple of tears in the cylinder. No patient injury was associated with this surgery. Should additional information be received a supplemental report will be filed for the addition information.

Event description:
It was reported that due to a couple tears in the cylinders that occurred during implant, the patient had his original inflatable penile prosthesis (ipp) 18 cm lgx attempted but aborted. A 18 cm cx was implanted instead. It was explained that the physician had difficulty dilating the corporal bodies. Once the left cylinder was placed the physician had difficulty passing the furlow on the patient's right side. Due to this he pulled the furlow back out and used the metz scissors to reopen the passage for the cylinder, and then passed the brooks dilators and was able to get the cylinder in on the patients right side. After implant they did a test of the cylinders by hooking it up to a full 60 cc syringe, and the implant did not fully inflate with using the full 60 vcs from the syringe. The sales representative noticed blood in the tubing from cylinder to the pump on the left cylinder that was caused by the surgical incision. They also tried at this time to deflate the cylinders but no fluid came back out of the cylinders. The physician removed both cylinders and I noticed a couple of tears in the cylinder. No patient injury was associated with this surgery. Should additional information be received, a supplemental report will be filed for the addition information.